Event description:
A 3.0 x 33mm cypher select plus was chosen for a procedure. When the device was removed from the packaging, it was noted that the hub was cracked. The packaging appeared normal. The device was not used on a pt. Add'l info will be submitted within 30 days of receipt.